Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was exchanged, and the issue was resolved. Device evaluation details: on (B)(6) 2021, the product was returned to biosense webster inc. (Bwi) for evaluation. The evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed MDR reportable. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively reported as a hemostatic valve separation issue as it is most likely the leakage occurred due to a malfunctioning/dislodged hemostatic valve. Should more information become available, it will be reviewed and processed accordingly.